Event description:
It was reported that while using the ilet, the user injected an external subcutaneous insulin dose by pen as a correction for high blood glucose without disconnecting from the ilet, and later announced a small meal without eating to correct elevated blood glucose; guidance was provided to disconnect from the ilet for at least two hours when giving a manual injection. Symptoms included hyperglycemia reaching 500 mg/dl, dizziness, and headache. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to administering outside insulin while connected to the ilet; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.